Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed, and the device passed the displacement test. However, the insulin pump failed to deliver any of the 5.0 units programmed after changing the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm stuck in bolus delivery loop. Motor was tested out side the device and passed. Motor may have had an intermittent failure not detected during out testing. Severely cracked case on reservoir tube noted during visual inspection. The insulin pump passed the displacement test, rewind and basic occlusion test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.